Event description:
The customer reported the ventilator was in use on a patient when the power surged during a hurricane, and the unit went vent inop and alarmed. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the reported vent inop. The service technician confirmed when the ventilator was powered on in diagnostics, the ventilator would operate for a few minutes and then restart, logging a +24 volt failure diagnostic code. In normal ventilation mode, the unit would quickly shut down after power on with a vent inop. The service technician replaced the power supply to correct the findings. Extended self testing (est) and performance verification testing was completed and all tests passed to operating specifications.